Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was hospitalized, but he does not have any insulin for his insulin pump. Customer stated that they going to start treating him with insulin. Customer also stated that he have to remove the battery from his insulin pump to turn it off. Nothing further was reported.